Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/05/2010 that a customer had an issue with a hemodialysis catheter. The customer reports noting blood seeping from one of the extensions on the palindrome sapphire catheter. The catheter needed to be pulled and replaced.